Event description:
It was reported the catheter was placed into the patient's radial artery in the cctc. When the line was inserted they had good waveform, however, once the line was sutured there was no waveform. The clinician cut the suture and there was still no waveform present. There was no delay in treatment and no patient death or complications reported. Once the catheter no longer functional it was removed and a new catheter was inserted in an alternate site. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).